Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 2.5 x 15 mm nc trek rx balloon dilatation catheter (bdc) was unpackaged and prepped for the instructions for use without issue. While inserting the nc trek rx balloon dilatation catheter (bdc) (with negative pressure pulled) into an unspecified guiding catheter, the balloon itself appeared to be fine, however, fluid (blood or contrast) was noted to be exiting the proximal hub. The device did not exit guiding catheter or enter patient vasculature. There were no adverse patient effects and no occurrence of a clinically significant delay. Another unspecified balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported leak and inflation issue were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that a leak was noted on the bdc hub during advancement and the bdc was continued to advance into the guiding catheter and attempted to be inflated. It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use (IFU) states: prior to use, examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed report, the abbott vascular returned goods lab received a 2.5x15 trek rx, not an nc trek rx as initially reported. The received device also showed signs of possible use due to the following return condition: the balloon was loosely folded. Additional information received confirmed that the correct complaint device is a 2.5x15mm trek rx balloon dilatation catheter (bdc); not an nc trek rx. The 2.5x15mm trek rx bdc was also confirmed to have been advanced without resistance to a non-calcified lesion in the non-tortuous left anterior descending coronary artery, with dilatation attempted, but dilatation was unsuccessful due to inflation failure and the reported proximal hub leak. The reported hub leak had been noted during the advancement, as initially report. The device was subsequently withdrawn without resistance. No additional information was provided.